Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. Customer's blood glucose level was 400 mg/dl. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. The insulin pump also alarmed weak battery. The down arrow and the act buttons were not always responding. The insulin pump was exposed to the rain. His doctor asked him to stay off the insulin pump. The device was not returned.